Event description:
During a remote follow-up, episodes of undersensing was observed on the device. The event occurred during an unrelated bypass surgery. No intervention was anticipated. The patient was stable and continue to be monitored.